Manufacturer narrative:
Product was requested but not received.

Event description:
On 24may2021 a patient (pt) in (B)(6) reported on social media a problem with an unknown acuvue brand contact lens getting blurry. The pt advised in less than 2 months all the lenses are ¿damaged in 2 days.¿ the pt put the lens in solution, went to get it and it was ¿square.¿ on 24may2021 the pt provided additional information. The pt reported redness and burning sensation ou while wearing the acuvue® oasys® for astigmatism brand contact lenses (cls). On removal of the suspect lenses, the pt noted both lenses were torn. The pt experienced ou pain and redness after removing the cls. On (B)(6) 2021, the pt went to an eye care provider (ecp) and was prescribed several eye drops and medications that were unknown at the time of the call. The pt reported no cls wear for 15 days and advised both eyes were better within 15 days. The pt reported daily cls wear with a 20-day replacement schedule and uses tap water to cleanse the cls case. The ecp advised the pt it was ok to return to cls wear with another cls brand. The pt is currently wearing the last pair of acuvue® oasys® for astigmatism brand cls without symptoms. The pt has a follow-up ecp appointment in 30 days. The pt provided an ecp note dated 24may2021; the pt did not adapt with the acuvue oasys for astigmatism cls with a base curve of 8.6, it was not the best choice. The pt was diagnosed with corneal ulcer ou and treated. Do not use the cls. On 25may2021 a call was placed to the pts treating ecp. A representative advised the pts initial visit was on (B)(6) 2021 and was prescribed vigamox, systane, and flutinol. On (B)(6) 2021, the pt had a follow-up ecp visit and acyclovir was added to pts treatment. No additional medical information was provided. On 26may2021 a call was placed to the pts treating ecp who provided additional medical information. The pt was initially treated with vigamox every 2 hours for the first week, then decreased to every 4 hours on the second week. The pt was prescribed systane lubricating drops every 6 hours and flutinol (frequency of treatment was not provided) in the pts 2nd week of treatment. The ecp added acyclovir as prophylaxis but was unable to confirm a herpetic event. The ecp also reported ou neovascularization. The ou corneal ulcer event is healed with central scarring. The pt was advised to discontinue cls wear due to the recent corneal ulcer diagnosis and requested to return for a new refraction. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00vff2 was produced under normal conditions. The suspect os cl was requested for return for evaluation but have not been received. This report is for the os event. A separate report will be filed for the od event. If any further relevant information is received, a supplemental report will be filed.